Event description:
It is reported that 2 wafers out of 3 samples were used, and skin became itchy under tape collar after 1 day of use. Product has been in use for 2 days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder pt. Based on the risk analysis and related risk documentation in convatec's master harm's list, a serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily structure. End-user states that area is cleansed with soap and water only. The wafer has been removed and an alternate product has been applied. The product has been discontinued from use, and alternate samples have been sent to end-user. No additional event/pt details have been provided to date. Should additional information becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.